Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported material rupture. It was reported that the balloon dilation catheter rupture during inflation. Factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported the procedure was to treat a previously stented lesion in the superficial femoral artery (sfa). The whisper guide wire was advanced and laser treatment was performed. An armada balloon dilatation catheter (bdc) was advanced to the target lesion and inflated however the balloon ruptured at an unknown pressure during the first inflation. A jade bdc was advanced and inflated to 14 atmospheres (atm) however it also ruptured. When attempting to remove the jade bdc the catheter fractured when it reached the proximal part of the stent. The shaft and half of the jade bdc was removed but the distal part of the jade bdc remained in vivo, but still on the guide wire. While trying to retrieve the distal part of the jade bdc, the wire was accidentally pulled out of position, leaving the distal part of the balloon in vivo. Attempts to rewire the sfa with a whisper guide wire, viperwire, non-abbot wire were all unsuccessful. The decision was made to leave the distal part of the jade bdc in vivo. The procedure was deemed completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.